Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the transmitter "shut off" and "restarted" on it's own. No report of pump power issues. This is no allegation of an adverse event. This complaint is being reported as the transmitter issue may have interrupted the cgm readings.